Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the hst iii system (3.8mm) did not go into the tube in step 2. The wings was carried out properly. A new device was used to complete the procedure. There was no major delay. There was no patient harm.